Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and failed battery. The customer¿s blood glucose level was 200 mg/dl. The customer reported that the center button was stuck and also received stuck button alarm. The customer was advised to insert a new aa battery. Customer stated that they were able to clear the alarm. It was also reported that they had received failed battery alarm. The customer was advised to obtain new aa battery and replace battery in pump. The customer was advised to monitor pump and call if problem persists. The insulin pump will not be returned for analysis.